Event description:
Pt came in for regularly scheduled dialysis treatment. Machine was used for treatment. During treatment the pt received two (2) units of packed red blood cells for treatment of low hematocrit. The pt tolerated the treatment and transfusion without problems. Treatment was discontinued at 2:10 pm. Shortly after treatment ended the pt's temp began rising. Blood transfusion reaction was suspected. The physician was notified and orders obtained for medication and blood cultures. The pt's condition continued to worsen and paramedics were called. The pt was transported to ER. The pt was admitted to the hosp following ER care. The diagnosis was anaphylactic shock. On 2/21/94, the biomedical dept was notified of the blood culture results. Bacterial counts for machine and water system were requested. Co checked out the system at the unit. No problems were discovered.